Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that her old insulin pump¿s act button was not responding most of time and she had to press it multiple times to respond. Customer reported that the time was advancing on the insulin pump. Customer declined to continue troubleshooting and said her insulin pump was working fine and will wait for new insulin pump to arrive. Customer also said that the battery life lasts less than expected. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.